Event description:
It was reported that the patient experienced a hypoglycemic episode while using the ilet, during which the patient did not perceive alerts and later recounted driving with impaired awareness that resulted in vehicle damage; the patient could not recall the lowest glucose value and subsequently treated with oral carbohydrate and later announced dinner on the ilet, after which glucose control was described as acceptable. Symptoms included confusion and memory loss consistent with hypoglycemia. Outcomes included transient impairment requiring self-treatment without medical intervention or hospitalization. Investigation included case review, user troubleshooting, and education regarding recognition of hypoglycemia and prompt oral glucose treatment, as well as reinforcement of response to device alerts. Investigation of this case revealed no confirmed device malfunction and an unclear precipitating cause of hypoglycemia, with user unawareness of alerts and delayed carbohydrate intake noted. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.